Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept beeping. There was no reported adverse event.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The device found no issue with its keeps beeping during testing. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommended to replace rear housing as preventive measure and the front housing will also be replaced as part of the repair processor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.